Event description:
Patient reported rupture confirmed via imaging. This record is for a left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture diagnosed via ultrasound and MRI. Healthcare professional later reported left side capsular contracture baker grade ii. Device was explanted. Capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, b6, b7, d6a, g2, h6.